Manufacturer narrative:
"We received an echongenic needle with still inserted guide wire fragment coming out distal the needle tip approx. 1 cm. The core wire had been cut and the outer spiral unravelled. 2,5 cm of the outer spiral were intact but broke off/was cut at its end as well. It was only possible to get out the guide wire from the needle with very high force using tongs. The spiral which had been inside the needle showed various scratches in the green coating of the guidewire. These are typical signs for a guidewire having been withdrawn backwards through the needle, getting caught at the needle bevel causing scratches. The removed guide wire showed that the j-tip was inside the needle. Obviously the guide wire had been placed the straight end at first. The j-tip obviously broke off the soldering but the soldering joint wasn't returned. The tube of the needle was strongly bent, which probably happened using extreme force to remove the guide from the needle. We took several photos. Why ever the customer used a 21g echogenic needle. This set normally is with a usual 21g leadercath needle which has the same dimensions as the echogenic needle. The customer obviously disregard the warning in the product's IFU ""the guidewire should advance without resistance. If resistance is felt, stop and withdraw both the needle and guidewire simultaneously. Never pull back or withdraw the guidewire through the needle as this could damage the guidewire on the needle bevel."" Having checked the batch history records, no abnormalities were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. This is the very first complaint for batch 200319gh and the very first regarding guide wire problem on code 1212.04. No further corrective action initiated by quality management as a manufacturing fault can be excluded. "

Event description:
"When a central line was placed in a newborn baby, the detection under ultrasound and the puncture of the jugular vein were done without any particular concerns. However, the guide did not descend and when the anesthesiologist removed it, a piece of the guide (2cm) got stuck between the common carotid artery and the jugular vein. The guide residue visualized on ultrasound and x-rays. The duration of the installation was 10 minutes, including 7 minutes of guide problem. Reminder of the child surgeon, need for a surgical approach to recover the equipment. Equipment successfully recovered. Disinfectants used : dermal betadine 10%, sterile gel, sterile civ-flex civco cover ref 610-002) no harmful long-term consequences because immediate diagnosis, removal of the guide piece and mini surgical approach."

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
"When a central line was placed in a newborn baby, the detection under ultrasound and the puncture of the jugular vein were done without any particular concerns. However, the guide did not descend and when the anesthesiologist removed it, a piece of the guide (2cm) got stuck between the common carotid artery and the jugular vein. The guide residue visualized on ultrasound and x-rays. The duration of the installation was 10 minutes, including 7 minutes of guide problem. Reminder of the child surgeon, need for a surgical approach to recover the equipment. Equipment successfully recovered. Disinfectants used : dermal betadine 10%, sterile gel, sterile civ-flex civco cover ref 610-002). No harmful long-term consequences because immediate diagnosis, removal of the guide piece and mini surgical approach."